Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a bone tunneling cartridge on (B)(6) 2013. During the procedure, two cartridges were attempted for use unsuccessfully as they became stuck. Another cartridge fractured during attempted use and fell into the patient. The surgeon was not able to retrieve the fractured piece and completed the procedure with sutures.

Manufacturer narrative:
Three cartridges from three different lots were returned for evaluation. It is not known which lot fractured; therefore manufacturing history for all three lots is as follows: lot numbers - 456860, 704770 & 873570. Expiry dates - 4/30/17, 2/28/18 & 11/30/17. Manufacture dates - 4/5/12, 2/7/13 & 11/15/12. Review of device history records show that all three lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not apply excessive pressure on trigger mechanism while drilling. Fracture of the guide arm or drill assembly is possible." Evaluation of the returned devices found evidence to suggest improper technique was used. The surgical technique states: "do not aggressively advance the cutter heads into the bone or attempt to create a complete tunnel with one continuous trigger motion. This will damage the cutter heads, flexible shafts, and drill guides. This action may also cause the cutter heads to overheat and thus prevent them from retracting from the prepared tunnel properly."